Manufacturer narrative:
(B)(4). The root cause of the system error 2240 alarm was use error - patient disconnected from the set. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error. A batch review was not conducted as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
On (B)(6) 2011, the caregiver (cg) contacted baxter regarding a system error 2240 alarm during use, during drain 3 of 4. The cg indicated that the hp had disconnected himself during therapy and did not cap himself or the patient line off. The baxter technical service representative (tsr) advised the cg to recycle power to clear the alarm and explained the alarms. The cg will discard the supplies, finish with manual exchanges and notify the hp's nurse. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that the alarm was reported and the hp's transfer set was changed per clinic protocol the next morning. Per the pdrn, the hp required no further medical intervention.

Manufacturer narrative:
(B)(4) - there was no allegation reported against the baxter product by the customer as the alarm was caused by user error; therefore the sample will not be requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.